Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, during a follow-up performed on (B)(6) 2018, several vt and vf episodes, showing ventricular noise oversensing, were found recorded in the device memory. The noise could be reproduced by moving the patient¿s arm. Low ventricular lead impedance and coil continuity measurements were also observed. On (B)(6) 2018, the ventricular lead was explanted and a new one was implanted. An important degradation was observed on the explanted lead.

Manufacturer narrative:
(B)(4).

Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, during a follow-up performed on (B)(6) 2018, several vt and vf episodes, showing ventricular noise oversensing, were found recorded in the device memory. The noise could be reproduced by moving the patient¿s arm. Low ventricular lead impedance and coil continuity measurements were also observed. On (B)(6) 2018, the ventricular lead was explanted and a new one was implanted. An important degradation was observed on the explanted lead.